Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation was cancelled since no fault was found. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
Olympus was informed that during an cholecystectomy procedure, a e315(unsupported scope error) displayed and no image on the evis exera iii video system center. The procedure was finished with a similar device. There was no delay reported. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomena be confirmed/duplicated. However, it¿s likely the cause of the e315 error is related to a connection failure that occurred in an endoscope. Olympus will continue to monitor field performance for this device.